Manufacturer narrative:
(B)(4). Evaluation summary: baxter received a photo of the sample for evaluation. The reported condition was confirmed via photographic evaluation. The exact cause of the reported condition was not determined. No additional observation was noted from the photos. No repair was done, as this is a single-use device which will be discarded. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that a high flow rate extension set leaked during patient use. The nurse stated that she was flushing saline through a secondary set when she noticed the leak. She touched the tubing in order to investigate causing the luer lock to break off in the hub of the solution set. There was patient involvement; however there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. The customer provided photographic images for inspection. Initial evaluation of the photos confirmed the reported condition. A follow-up report will be filed upon completion of the evaluation or if any additional relevant information becomes available.